Manufacturer narrative:
(B)(6). E3- occupation: nurse manager g4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ncircle tipless stone extractor was not functioning as it should be. After a laser procedure, the basket was used in a male patient to remove the larger stone fragments. After approximately 5-10 minutes of use, the doctor was unable to grasp any stones. Another manufacturer's basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: h6 (annex g) event summary it was reported that an ncircle tipless stone extractor was not functioning as it should be. After a laser procedure, the basket was used in a male patient to remove the larger stone fragments. After approximately 5-10 minutes of use, the doctor was unable to grasp any stones. Another manufacturer's basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned in the shipping tray. The sheath of the device was not properly coiled in the shipping tray. The handle was in the closed position. The handle did not actuate basket and cannot manually actuate formation. One wire is protruding from tip; when gently tugged it came free. The rest of the formation could not be pulled free from sheath. A video was supplied by the user showing the device during use. The basket of the device was flat, with the wires forming a loop instead of a symmetrical basket. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause could not be conclusively established. No procedural factors were known. The cause for the basket to not have the proper shape could have been due to procedural factors such as the size and shape of stones being removed, or patient anatomy. It was likely the damage other than the basket shape issue was due to return shipping as the device was not securely placed in the tray during the return process. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.